Event description:
It was reported that when using the bd pyxis¿ es server, patient information and pharmacy orders were delayed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, it was determined that the patient data and pharmacy orders to pyxis were delayed by seven hours. A technical support specialist (tss) confirmed that integration engineer (ie) checked the carefusion coordination engine (cce) and verified with the customer that the devices were no longer on critical override. The issue was identified as a host network problem. The system functioned as intended after the technical support specialist investigated the issue of the device.